Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the piston rod of the infusion device did not move at first while the patient was priming the infusion set, then the piston rod moved up sharply and delivered a large amount of insulin.